Event description:
The manufacturer's representative reported that the catheter has dislodged from the intrathecal space and the patient has had return of symptoms. The patient has experienced "no pain relief even with pump increase." Thoracic and lumbar ap and lateral x-rays were taken and dye study performed - results and dates not reported. No device troubleshooting was performed. The distal portion of the catheter was replaced. This is the second occurrence of catheter dislodgement. The patient recovered without sequela